Event description:
It was reported that patient electronics device sparked when plugged in causing an electrical shock and a burn on the patient's fingertip. Pending further information from site.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. Using all of the returned power accessories, the unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Abbott rep stated - the clinic has no information of a burn from the patient, nor did the patient acknowledge a burn to them. No other information given.

Event description:
It was reported that patient electronics device sparked when plugged in causing an electrical shock and a burn on the patient's fingertip. Abbott rep stated - the clinic has no information of a burn from the patient, nor did the patient acknowledge a burn to them. No other information given.